Event description:
The ptca dilatation catheter balloon ruptured in the pt's rca. As the catheter was being withdrawn, resistance was met. Another attempt was made to withdraw the catheter and the balloon then separated from the catheter and moved to the rca.